Manufacturer narrative:
An event of difficulty rotating the valve was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determinedna.

Event description:
It was reported that on (B)(6) 2022, a 33mm sjm masters series mechanical heart valve was chosen for implant. After the valve was implanted, it was found the valve could not be rotated. It was reported the holder handle was fully inserted into the orifice at 90 degree angle and no other tool was used to position or rotate the valve. A decision was made to explant the device and replace with a 33mm non-abbott valve. The replacement valve was successfully implanted with no adverse patient consequences. There was no clinically significant delay in the procedure due to this event. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.